Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) could not be released during use. The plug half did not come off the exoseal vcd device after removal from the patient. Manual compression was used to stop the bleeding. There were no patient injuries reported. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The diagnostic procedure was performed using a retrograde approach. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were not retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There were no issues with or damage to the deployment lever. The deployment button was fully depressed and flush with the handle. The sheath was not kinked/bent. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received on black/white/red. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal device assembly configuration. During this analysis, no impediments or damages related to the deployment mechanism, nor any other possible manufacturing issue, were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received fully deployed. The internal mechanism was assembled correctly. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released during use. The plug half did not come off the exoseal vcd device after removal from the patient. Manual compression was used to stop the bleeding. There were no patient injuries reported. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The diagnostic procedure was performed using a retrograde approach. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were not retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There were no issues with or damage to the deployment lever. The deployment button was fully depressed and flush with the handle. The sheath was not kinked/bent. Other procedural details were requested but were not provided. The device is being returned.